Manufacturer narrative:
To date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the handle of the device stayed closed after the first sealing circle. No patient injury was associated with the issue, and another product was used to complete the case.

Manufacturer narrative:
Additional information: evaluation summary: one used lf1723 was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The jaws opened and closed properly when the handle was retracted and released. The knife blade advanced and retracted smoothly along the knife track. The knife cut of the device was tested on a silicone test strip with acceptable results. Simulated use of the device confirmed that it functioned normally and within specification. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.